Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) exhibited no telemetry when using their remote monitor. The device remains in use. No patient complications have been reported as a result of this event.